Manufacturer narrative:
The field reports of noise and no lv output were confirmed in the laboratory. An external insulation abrasion breaching the outer insulation and exposing the outer coil was found, consistent with lead friction to the device can. The exposure of outer coil in this location likely caused the noise and no lv output reported. Electrical analysis of the lead noted lead segment shorting due to explant damage. The entire lead was not returned for further analysis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of noise were observed on the right ventricular lead, leading to inhibition of pacing. A revision surgery was scheduled to replace the lead. The patient's condition was stable and there were no adverse consequences. Additional information has been requested but is not yet received.

Event description:
It was reported that the lead was explanted and replaced. The patient's condition was stable following the procedure.